Event description:
Customer reported an overinfusion: lipids infused in 1 hour instead of 20 hours. Profile nicu. Programming details and patient info requested but not provided. There was no patient harm or medical intervention required. Customer stated that no additional event or patient information is available.

Manufacturer narrative:
(B)(4). Customer stated that product will not be returned because only event log review is requested at this time. The event logs and data set have been received and log review is pending. A follow up report will be submitted once the investigation has been completed. Log review pending.